Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: the date received by manufacturer has been used for this. Medical device expiration date: na. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported while using bd safe-clip¿ that needle clipper is not clipping the whole needle off the syringe. The following information was provided by the initial reporter: consumer reported used a 6mm bd insulin syringe in the safe clip. Finding the hub of the syringe to still have a needle that can scratch or harm someone. After using the needle clipper, there is still a sharp nub of the needle left. I am pushing the needle in as far as it can go.

Manufacturer narrative:
D9. Samples received for evaluation 7/18/2022. H6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd safe-clip¿ that needle clipper is not clipping the whole needle off the syringe. The following information was provided by the initial reporter: consumer reported used a 6mm bd insulin syringe in the safe clip. Finding the hub of the syringe to still have a needle that can scratch or harm someone. After using the needle clipper, there is still a sharp nub of the needle left. I am pushing the needle in as far as it can go.